Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated architect magnesium result of 6.2 mg/dl was reported for a patient sample that retested at 2.6 mg/dl. A corrected report was issued. No adverse impact to patient management was reported.

Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. In- house testing was performed with representative lots of clinical chemistry magnesium reagent. Testing was performed over a period of 21 days using bio-rad lyphocheck unassayed chemistry controls as validity controls. Technopath controls level 1 and level 3, bio-rad lyphocheck unassayed chemistry controls, a normal pooled serum and plasma were tested as patient samples. The reagents wedges were depleted in order to run the last time points at low volume. All control materials, bio-rad and technopath, generated results within the established ranges. Curve stability testing was completed at day 21 and met the acceptance criteria. Based on the available information, no product deficiency was identified.